Event description:
It was reported that the pt underwent a lead replacement due to lead migration/dislodgement. The pt symptom was loss of stimulation. The lead migration/dislodgement was confirmed via x-ray. The pt recovered from the lead replacement without sequelae.